Event description:
Report received from the us stating that there was debris in the sterile packaging. The device was not being used in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The cutter has oxidation/corrosion on the fluted ball and traces on the cutter shaft. The "(B)(4) package" is a particle barrier not a moisture barrier. The packaging was not returned. If the sterile unopened package was exposed to moisture, humidity, or substantial temperature deviations, this type of oxidation/corrosion could occur.